Event description:
It was reported that patients implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11100, model: sc-1110, serial: (B)(6), batch: 177383. Product family: scs-linear leads upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: 192174/192196.